Event description:
It was reported that an ilet user experienced a connectivity issue in which the dexcom g7 continuous glucose monitor became unpaired from the ilet while the dexcom mobile app continued to display glucose readings, indicating sensor function and a pairing failure limited to the ilet. Symptoms included no adverse physiological symptoms and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting with instructions to toggle bluetooth, restart the device, and re-enter the pairing code, after which the device displayed an attempt to pair. Investigation of this case revealed a communication or pairing malfunction between the ilet and the cgm transmitter while the cgm sensor and app functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication failure likely related to bluetooth pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.